Event description:
The customer reported that her blood glucose dropped to 28mg/dl and the paramedics were called. The caller mentioned that the drive support cap was loose. Advised the customer to disconnect from the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The drive support was inspected and no anomaly noted. After testing it was concluded that the device operated within specifications.